Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) water would start to flow for about 15 seconds and then quit. Although the flow stopped, the cpg pump was still running. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the report issue. The fsr observed a defective valve #5 was leaking which eventually allowed air to be pulled from the small tank into the pump head in turn stopping the water flow. The fsr installed a new valve #5 and performed a full inspection. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.